Event description:
It was reported that during the device upgrade procedure the right ventricular lead exhibited impedance values exceeding the upper limit. At the start of the procedure, lead measurements initially tested within the specified limits. However, when the lead was connected to the device the impedance increased significantly. The lead was retested but the impedance issue persisted. A replacement lead was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.